Event description:
Report received from the USA stating the device was "heating up." The device was not being used in surgery. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.